Event description:
Customer stated, (yesterday overnight) they received low ise pt results when reran on the other i800 the results were normal. Initially customer stated, four pts were involved, later he stated "many" pts had low ise results that repeated with normal results. Customer only provided results for one pt: original sodium result 83 mmol/l, repeat 137 mmol per l. Original potassium result 2.5 mmol per l, repeat 4.2 mmol per l. Customer said none of the results from this integra were reported and all the results from the other integra were reported (and they are not questioning those results). The field service rep determined a clogged ise mix tower was the cause and replaced the ise tower. He verified system operation in diagnostics.